Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart failure symptom. The right atrial (ra) lead exhibited an increase of thresholds. The ra lead will be explanted and replaced. It was also reported that during the replacement of the right atrial (ra) lead, the replacement ra lead could not advance through the sheath. The replacement procedure was abandoned. No further patient complications have been reported as a result of this event.